Event description:
After receiving psychiatric electroshock treatments, pt lost memory of all events for one full year after treatment. Since then pt has experienced violent shaking in legs and abdomen during sleep approx 2x per week. The shaking occurred for 2 full years post-treatment. Electroshock had no positive effect on depression. Pt has been unemployable since the shock treatments. Poor ability to understand instructions, poor short term memory, and subsequent inability to handle customers caused his lack of work opportunities. Pt has lost considerable income because of this.